Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Pump error 63 alarmed during self test and was confirmed in the formatted history file (variableinfo = 3) due to broken trace at pin#6 at u1 keypad assembly. Fill cannula was programed at 0.6u and recorded in pump's daily history.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose. The customer blood glucose level was 22.2 mmol/l at the time of incident. The insulin pump had insulin pump error. The customer was able to clear the alarm and able to rewind the insulin pump. Fill cannula was not recorded in daily history. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.